Event description:
Additional information was received that a lead revision procedure was performed approximately three weeks later. During the revision procedure, a ra lead fracture was confirmed near the suture sleeve. The lead was removed via laser and returned for evaluation.

Event description:
Boston scientific received information that the patient presented to the emergency room with palpitations. Upon interrogation, it was noted that the lead safety switch had tripped for right atrial (ra) lead due to high out of range impedance measurements of greater than 2500 ohms. Loss of pacing and capture along with no sensing were also observed on the atrial channel. A chest x-ray revealed that the lead was fractured. The device was reprogrammed to vvi 50. The patient was released from the hospital with a request to follow-up with his following physician. The field representative noted that the patient did followed up with his physician, however the patient was referred to a different physician for evaluation of the system and possible extraction. The field representative was unable to obtain any further additional information. No further adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that two segments of lead were returned. Segment one was a proximal segment totalling 11.3 cm in length. The polyurethane insulation at the distal end appeared to be severed, however initial analysis was unable to determine on the coil ends whether it was fractured or severed. Segment two was a distal segment totalling 31.8 cm in length. The polyurethane insulation at the proximal end appears severed as well as both coil ends. Coils are sitting proximally 1 cm beyond the polyurethane insulation's end, likely pulled by the extracting stylet. The extracting stylet was returned stuck inside this segment of the lead. The total length of the returned is 43.1 cm; length specification for this lead is 45 cm. Analysis noted that 1.9 cm of lead body is missing. The lead was sent for detailed analysis. Detailed analysis found that the coil was fractured at the distal end of the proximal lead segment which was 113 mm from the terminal pin, while the proximal side of the coil on the distal lead segment appeared to be severed. The anode wire at the 113 mm coil fracture site shows some evidence of fatigue. The cathode wire showed a titanium rich inclusion at the origin which is likely titanium carbo-nitrides from the manufacturing process along with evidence of overload and electrolytic pitting. Analysis confirmed the field allegation of a fracture.